Event description:
A hospital in (B)(6) reported that two mr290v humidification chambers were cracked. One chamber was cracked after seven days of use on the (B)(6) 2014 and the other chamber was cracked after six days of use on the (B)(6) 2014. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Methods: the complaint mr290v chambers were returned to fisher & paykel healthcare in (B)(4) and were visually inspected. Results: visual inspection revealed a crack in both chamber domes near the the hinge bracket. Residue was also present on both chamber domes. Conclusion: the residues suggest that the damage was caused by the chambers coming into contact with a solution containing ethanol/alcohol which has resulted in environmental stress cracking of the chamber domes. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests that the returned chambers were damaged after they were released for distribution. Furthermore the hospital reported that the chambers cracked after at least six days of use. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers; set appropriate ventilator alarms; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. (B)(4).

Event description:
A hospital in (B)(6) reported that two mr290v humidification chambers were cracked. One chamber was cracked after seven days of use on the (B)(6) 2014 and the other chamber was cracked after six days of use on the (B)(6) 2014. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290v chambers are currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.